Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was stated that error code 1535 has occurred on the pump. Checking the logs I can confirm that error code 1535 occurred due to a faulty air sensor. After which, error code 1535 was cleared and the pump passed functional. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has an error code lec1535. No patient involvement or adverse event was reported. The event occurred during setup.